Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer elected to convert the surgical procedure to open surgery due to an issue not related to the da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open surgery due to the procedure being more involved and the customer needed better access for surgery.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to the surgeon needing better access inside the patient's anatomy. .